Event description:
It was reported that during treatment, an external fluid leakage was noted with one unit of prismaflex st100 set c. Per the reporter, "the sensor diaphragm of the waste liquid tube fell off." There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: e1: initial reporter address: (B)(6). E1: initial reporter city: prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. H10: the device was not received for evaluation; however, photos and a video of the sample were provided. Visual inspection revealed that the membrane of the effluent pod is broken. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.